Event description:
It was reported by the patient that he is having difficulty with the pump of his inflatable penile prosthesis (ipp) and to report he is dissatisfied with the erection he receives from the device. He states that his erection is not satisfactory and is "floppy like a rubber flower." The patient is concerned that there may be something wrong with his pump. The patient has made an appointment with his physician. No further patient complications have been reported in relation to this event. Additional information received states the ipp cylinders and pump were explanted because the cylinders no longer inflated and the cylinders were not all the way at the tip of the implant. A new pair of reconnected ipp cylinders and pump were implanted. The patient's outcome following the surgery was positive. This report was originally submitted via asr. Report ID number for the event: (B)(6). Asr exemption number: e1997037.